Manufacturer narrative:
(B)(4). 3004753838-2024-131451 was reported in error, please disregard the initial reporting of this event as this event has now been deemed not reportable.

Event description:
Updating MDR due to being selected as reportable in error per customer advocacy. Complaint is not reportable per corpft-140202.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a no readings/ sensor error/ brief sensor issue occurred. Performance data was reviewed. No readings/ sensor error/ brief sensor issue was not found within the investigation window. The allegation was not confirmed. However, signal loss over an hour was found in the investigation window. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.